Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. Corrected fields: e1, e2, e3 e2: health professional - (no) and e3: occupation - non-healthcare professional a review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Olympus will continue to monitor the performance of this device.

Event description:
It was observed during device evaluation that the subject device had water invasion from focus ring. There was no patient involvement.

Manufacturer narrative:
E3: non-health care professional; e2-no. The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the subject device had water invasion from focus ring. There was no patient involvement.